Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient wasn't sure if their implant was working because they were waking up wet, having urgency, and it is getting worse. They also added that they were on medicine for bladder infection last week. They noted that they called the healthcare provider's (hcp) office who instructed them to call a manufacture representative (rep). The patient also noted that they tried all the different programs and they are not working for them. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 2.0v on program 1. The call center noted that the patient was pressing buttons on their pp and suddenly said they were feeling stimulation. The call center was not sure if the ins was on or off because the patient wasn't feeling stimulation when they called and started feeling stimulation during the call. The call center also reviewed how the device and programs function because they wanted to know how to change the program. As a result of what was reported, it was recommended that they patient monitor their symptoms and consult with the hcp's office. No further patient complications have been reported as a result of this event.